Event description:
It was reported when an asymptomatic patient presented in clinic for a follow-up, far p-wave oversensing was observed. The lead was found to be dislodged. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.